Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ IV catheter, 20 g x 1.16 there was green like foreign matter on the catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation.the root cause cannot be determined as no samples were returned for investigation.